Event description:
Healthcare professional (hcp) reported home pt (hp) is visually impaired and used the uvflash in 2002 and contracted peritonitis, skin contamination. Hcp reported hp presented to the clinic, with cloudy effluent and abdominal pain. Hp was treated in the clinic via intraperitoneal route (ip) with 2 grams vancomycin and 100mg tobramycin and a sample of the effluent was sent for culture and sensitivity. One day later, hp returned to the clinic and was treated via ip with 100mg tobramycin. The final lab results were rec'd on the 27th: staphylococcus epidermidis. Hp was started on 500mg levofloxin x 3 weeks via ip. Hcp reported hp has recovered.